Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 49 alarms noted during test. Verified in the pump history download the pump alarmed pump error 49 on (B)(6) 2024 10:29:04.000. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit recevied with label damage, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In conclusion, pump passed required testing and no pump error 49 alarms noted during testing. Cosmetic damage confirmed when cracked case was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.